Event description:
Per the clinic, the patient experienced infection at the implant site and subsequently, the patient was hospitalized for 10 days (specific date not reported). The patient was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 05, 2023.

Manufacturer narrative:
This report is submitted on august 22, 2023.